Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. No UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured in year 2012. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in germany. It was reported that that a ¿head error¿ occurred on the rotaflow console during training. No patient was involved. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in germany. It was reported that that a ¿head error¿ occurred on the rotaflow console during training. No patient was involved. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use therefore, a report is required. Following the submission of the final medical device reporting (MDR), additional information was received which altered the investigation findings. On 2025-09-02, the field service technician has confirmed that the rotaflow drive and console will be scrapped. No further information has been adjusted in the investigation results. Therefore, this new final report is provided to clarify the matter and to communicate the revised results below: the rotaflow console with s/n (B)(6) and the rotaflow drive with s/n (B)(6) were sent back to the manufacturer for repair on 2025-03-27. During the investigation by the getinge service department, the reported "head error" could be reproduced on the rotaflow drive (rfd). The rotaflow console is working as intended without any anomalies. The rfd needed to be repaired by the supplier emtec. New information has been received on 2025-09-02, that the rotaflow console and the rotaflow drive will be scrapped, due to the age of the devices (manufactured in 2012). The rotaflow emergency drive (701022162, sn (B)(6)) will be returned to the customer. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rotaflow drive and / or the control board is damaged. As a result the rotaflow drive and / or the control board has to be replaced. Based on these investigation results the reported "head error" could be confirmed. Rotaflow console: the review of the non-conformities was performed on 2025-06-12 for the period of 2012-09-12 to 2025-03-18. It shows non-conformities in regard to the reported product and failure. The complaint information was transferred to the internal nonconformity process. The rotaflow console with s/n (B)(6) was produced on 2012-09-12. Rotaflow drive: the review of the non-conformities was performed on 2025-06-12 for the period of 2012-09-12 to 2025-03-18. It shows non-conformities in regard to the reported product and failure. The complaint information was transferred to the internal nonconformity process. The rotaflow drive with s/n (B)(6) was produced on 2012-09-12. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in germany. It was reported that that a ¿head error¿ occurred on the rotaflow console during training. No patient was involved. No harm to any person has been reported. The rotaflow console with s/n (B)(6) and the rotaflow drive with s/n (B)(6) were sent back to the manufacturer for repair on 2025-03-27. During the investigation by the getinge service department, the reported "head error" could be reproduced on the rotaflow drive (rfd). The rotaflow console is working as intended without any anomalies. The rfd will be sent for repair by the supplier (B)(4). The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rotaflow drive and / or the control board is damaged. As a result the rotaflow drive and / or the control board has to be replaced. Based on these investigation results the reported "head error" could be confirmed. Rotaflow console: the review of the non-conformities was performed on 2025-06-12 for the period of 2012-09-12 to 2025-03-18. It shows non-conformities in regard to the reported product and failure. The complaint information was transferred to the internal nonconformity process. The rotaflow console with s/n (B)(6) was produced on 2012-09-12. Rotaflow drive: the review of the non-conformities was performed on 2025-06-12 for the period of 2012-09-12 to 2025-03-18. It shows non-conformities in regard to the reported product and failure. The complaint information was transferred to the internal nonconformity process. The rotaflow drive with s/n (B)(6) was produced on 2012-09-12. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise, the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. Therefore, this complaint is closed based on the given information. If significant information becomes available the complaint will be reopened and necessary steps will be initiated. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.